Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results for six (6) patients in association with the access 2 immunoassay system serial number (B)(4). A non-reproducible access accutni+3 result was obtained for the second patient (designated as patient two (2)). The initial elevated access accutni+3 result was released from the laboratory and the patient was transferred to an alternate facility. The initial sample (designated as sample one (1)) from patient two (2) was reanalyzed using the same access 2 immunoassay system, and a lower result, within the laboratory's normal reference range was obtained. A second sample (designated as sample two (2)) from patient two (2) was analyzed at the alternate facility on an alternate access 2 immunoassay system serial number unknown, and a lower result, above the assay's normal reference range was obtained. The customer stated two (2) of the six (6) patients were administered stress tests and the results were determined to be negative. The customer was unable to identify which of the six patients received a stress test. There was no report of additional injury which occurred in association with this event. The following mdrs will address the non-reproducible access accutni+3 results for the additional five (5) patients: 2122870-2015-00427, 2122870-2015-00429, 2122870-2015-00430, 2122870-2015-00431, and 2122870-2015-00432. Quality control (qc), calibration, system check, and precision were performing within assay and instrument specifications. The sample was collected in a lithium plasma separator tube and poured off in to a one (1) ml insert cup for testing. The sample was centrifuged for three (3) minutes at 7200 rpm (revolutions per minute). No sample integrity issues were noted by the customer. The customer's biomedical engineer (bme) was dispatched to assess the instrument's performance.

Manufacturer narrative:
Patient demographics such as sex, age, date of birth or weight were not supplied by the customer. The customer's biomedical engineer (bme) was dispatched to assess the instrument's performance. The bme found air bubbles in the wash pump. The bme replaced the wash valve components such as the stator, rotor and seal. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) result is due to hardware malfunction, although no one part can be implicated as the sole contributor in this event. Beckman coulter (bec) internal patient identifier for this report is (B)(6). All mdrs associated with this event: 2122870-2015-00427; 2122870-2015-00428; 2122870-2015-00429; 2122870-2015-00430; 2122870-2015-00431; 2122870-2015-00432.